Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe had leakage. The following information was provided by the initial reporter: we are having leaking on non-recalled product, even the texium tips.

Manufacturer narrative:
It was reported by customer that they are having leaking on non-recalled product, even the texium tips. Nine samples of unused syringe my8060 was submitted for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. The samples where then connected to a bd smartsite and a fluid push and pull was conducted. There was no leakage identified at the joint location of the texium connector and the bd smartsite. The customer complaint of leakage could not be replicated. A root cause was not determined because the failure could not be replicated on the samples submitted. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model my8060, lot number 25045530 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Nine samples of unused syringe my8060 was submitted for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. The samples where then connected to a bd smartsite and a fluid push and pull was conducted. There was no leakage identified at the joint location of the texium connector and the bd smartsite. The customer complaint of leakage could not be replicated. A root cause was not determined because the failure could not be replicated on the samples submitted.

Event description:
No additional information provided.